Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient, who is morbidly obese, suffered a collapsed tibial component which resulted in a fracture on the medial plateau, creating instability. At the time of the revision surgery, the tibial component was found to be grossly loose.

Manufacturer narrative:
Product was not returned for evaluation; therefore, the condition of the components is unknown. Without the device/s or photographs being received, an evaluation is not possible. The device history record review cannot be performed since the part numbers and lot numbers are unavailable. This device is used for treatment. The product part and lot numbers are unknown so a complaint history search for related complaints could not be conducted. The primary surgical notes state that the patient underwent a minimally invasive total knee arthroplasty (tka) to treat left knee arthritis. With trials in place the knee was brought through a full range of motion and was stable to varus and valgus stress. The patella tracked centrally and the pcl was well-balanced. After removal of the trials and copious irrigation the final components were cemented in place. Excess cement was cleared and the knee brought in extension while cement cured. The knee was tested and found to be appropriately balanced. The final articular surface replaced the trial one, the knee was irrigated with betadine solution and pulse lavage and the wound closed. No complications were noted. The revision surgical notes confirm that the tibial component collapsed, which created a 4cm-long axial fracture on the medial aspect of the tibia. The tibial component was grossly loose. The femoral and patellar components were well fixed. Per the package insert for the nexgen cr tibial components at the time of surgery, fracture/damage of the prosthetic knee components or surrounding tissues is a known potential effect of the tka procedure. The insert also warns that complications are more likely to occur in heavy patients. The patient's condition, mainly is morbid obesity, is considered to be the root cause.